Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after procedure, the images of MRI showed brightness on the decompression site. The part was not visible in the rx images. The patient felt pain after the surgery. A revision surgery was performed on (B)(6) 2024 to clean the decompression area. A small piece of intraosseous metal was seen. The surgeon suggested it was a part of the decompression device that stayed there.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the available information¿including the returned device (if applicable), photographs, videos, event descriptions, and any additional field data¿arthrex concluded that the most likely cause of the reported failure was user error. This includes misaligned insertion and/or prying or levering the device with excessive force during use, which ultimately resulted in the device breaking. The complaint allegation was confirmed based on the customer's attached x-rays, which noted a piece of possible metal.